Manufacturer narrative:
The customer¿s products have been requested for return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4) compared to a laboratory using an unknown reagent. The laboratory result was lab result: 3.48 inr and the meter result was 4.6 inr. On (B)(6) 2020, the laboratory result was 2.9 inr- and the meter result was 4.6 inr. On (B)(6) 2020, the laboratory result was 3.46 inr and the meter result was 4.7 inr. On (B)(6) 2021, the laboratory result was 2.87 inr and the meter result was 3.9 inr. The patient use hydro-alcoholic gel before measurement. The therapeutic range was 2.5-3.5 inr.